Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 16, and it was not resettable. There was no adverse impact to the customer's blood glucose level. The customer switched to a multiple daily injection therapy as a backup while tandem technical support arranged for a replacement pump to be shipped, and the customer was instructed to return the faulty pump using a pre-paid label.